Event description:
It was reported that the procedure was to treat a lesion in the proximal marginal coronary vessel with heavy tortuosity and moderate calcification. The 2.75 x 12 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. The 2.75 x 8 mm xience v sds was advanced, but also could not cross the lesion due to the anatomy. During removal, the stent came off the balloon in the patient anatomy. The stent was retrieved; however, it could not be confirmed how the stent was removed from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning for analysis. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.